Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw0622 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It is reported that the PICC seamed blocked and gave swelling, after removal; around 4cm from the top a small hole was found. PICC had to be removed from the patient. Patient is given another therapy session via pivc.

Event description:
It is reported that the PICC seamed blocked and gave swelling, after removal; around 4cm from the top a small hole was found. PICC had to be removed from the patient. Patient is given another therapy session via pivc.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed a circumferential split between the 3 cm and 4 cm depth markers, approximately 4.4 cm distal to the molded joint. A microscopic observation revealed the edges of the split were mostly straight and rough with a granular fracture surface. Whitening of the catheter material was observed at the corners of the split, and the surface of catheter material surrounding and opposite the split was observed to be slightly dull. One corner of the split was observed to be curved. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recw0622 showed no other similar product complaint(s) from this lot number.